Event description:
This case was reported on 26-oct-2009. This case involves a female, treated with poly-l-lactic acid, when she experienced visible nodule on right cheek bone. Other suspect drugs - none. Significant/relevant medical history includes - unk. Relevant concomitant medications include - unk. Action taken: unk. Corrective treatment - unk (biopsy pending). Outcome - not recovered/not resolved. Physician/reporter causality: possible. Addendum for f/u info received on 18-nov-09 by a physician: treatment dates were in 2009. The lump is 0.5 cm in size and is somewhat movable in the tissue. Other cosmetic treatments: autolog fat injection on an unk date, and laser sometime in 2008. Concomitant drugs: none. Corrective treatment: 2009 salt water injection and subcision. Biopsy two months later. Triamcinolone (kenalog) the previos month. Biopsy results: in the smallest punch biopsy, there is focal peri-follicular fibrosis, probably after-effects of folliculitis. In the largest punch biopsy, there is light to moderate subcutaneous fibrosis and the existence of a single foreign body giant cell. Besides the histological changes in question are entirely unspecified. Final outcome: not recovered/ongoing. Awaiting healing after biopsy which in itself has removed some of the lump. Reporter's causality assessment: probable. Addendum for f/u info received on 21-nov-09: a ptc was initiated. It revealed: since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in denmark. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable.